Manufacturer narrative:
Additional information was provided that noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise. Corrected information for the initial MFR 1220648-2024-06359 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
Additional information was provided that noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The root cause of access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient experienced bleeding and developed a hematoma at their access site following impella cp implant. Femostop was placed in an attempt to manage the condition and four units of packed red blood cells were transfused. Vascular surgery was consulted to remove the device. However, surgery declined due to the complexity of the case. The patient remained on support for comfort care until they succumbed to their existing condition.